Manufacturer narrative:
A review of system data was performed and found no issues with the device that cause the adverse event.

Event description:
On (B)(6): pt treated and complained of numbness down to her fingertips. On (B)(6): pt came in for a follow-up. Dr prescribed steroid.